Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. One day after the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection (inj) vancomycin (1000 milligram, route, frequency and duration not reported) and inj. Amikacin (125 milligram, route, frequency and duration not reported) for peritonitis. On an unreported date, the patient was recovered from the peritonitis event. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.